Event description:
A vaxcel port that had been placed in a patient (age and gender unknown) during a therapeutic procedure in feb 2006 was found to have sprung a leak. The port was successfully replaced 8 days later. The complainant indicated that the leak may have been the result of a needle puncture. The complainant reported that there were no adverse effects to the patient as a result of the reported problem.